Event description:
On 18th march 2025, it was reported by an arthrex employee via email that an ar-1934bcf biocomposite suturetak anchor broke during insertion. This was detected during a rotator cuff repair surgery on (B)(6) 2025. Ar-1250lt and ar-1949 were used to prepare bone socket. No fragments were left in the patient. Procedure was successfully completed with no patient harm and no secondary procedure needed by using another new ar-1934bcf.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-1934bcf suture anchor, bio-composite suturetak batch 15099459 was received for evaluation. Functional testing was not performed due to device damage. Visual evaluation noted that the suture returned on the shaft of the instrument was broken and frayed. Evaluation of the returned anchor/screw noted that the screw was broken in half, with the possibility of fragment generation during the breakage. No damage to the handle or shaft was noted. The most likely causes of the reported failure are improper bone preparation, misaligned insertion, and prying/leveraging the device during insertion.